Event description:
It was reported that the pt was revised due to the dislocation between the liner and the femoral head.

Manufacturer narrative:
Evaluation summary: no product, x-rays, or operative notes are provided. Factors which may contribute to dislocation may be one or a combination of the following mechanisms: improper placement of the component parts, improper neck length and offset, misalignment of the femoral stem/neck assembly, misalignment of acetabular cup, extent of missing connectivity between the stem/neck/head interfaces, extent of soft tissue tension, impingement, extent of reduction during surgery, or pt health, muscle laxity, medical history, and activity level. Without more information, the exact cause for this event cannot be determined. Evaluation: manufacturing records for the removed femoral head and liner were reviewed and found to be conforming to specifications at the time of manufacture. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.